Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for device at elective replacement indicator. Upon application of cautery to the patient the device stopped pacing from voo mode. The patient had no heart rate for approximately one minute at which time the device returned to pacing. The patient was fine and is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.